Event description:
The rptr did meter to lab comparison tests, 45 mins apart. Rptr's meter test (capillary) result was 80 mg/dl, and the venous lab test result was 150 mg/dl. Rptr did not have any symptoms. Using solution that had been open >4 months, a control solution test result was 159 (85-127). On follow-up, using new solution, a control test was in range. No harm was alleged.